Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a replacement pump with the updated software, and believed that the fill estimate was inaccurate. Reportedly, the cartridge was filled with approximately 120 units of insulin, and an hour later the fill estimate displayed 60 units. The following day, after waking up the insulin gauge displayed 90 units. It was unknown how much insulin had been delivered during this time. Tandem technical support educated the customer on insulin gauge calculations of the pump. The customer acknowledged and there was no impact to the customer's blood glucose level.